Event description:
Customer reported the horizontal brake does not engage or lock. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the brake assembly. System operates as intended. This MDR is related to ge healthcare complaint.